Manufacturer narrative:
The insulin pump had unresponsive button due to moisture damage to keypad trace. The insulin pump was tested with a test keypad and no frozen display noted. No unexpected battery out limit alarms noted. The insulin pump had a cracked on the display window and corner of display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the keypad is not responsive. The blood glucose reading is 180 mg/dl. The customer states that the time display, the minutes do not change. The customer removed and replaced the battery, the insulin is frozen with no advancement of the time. Advised the customer that the insulin pump will be replaced. Nothing further reported.